Event description:
During device maintenance, the temperature of the water delivered by the device to a heat exchanger within the extracorporeal circuit was not maintained at the set temperature limit. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet completed.